Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.5 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was hospitalized and admitted to the intensive care unit on (B)(6) 2026 with severe hyperglycemia and diabetic ketoacidosis (dka). While wearing the pod for an unspecified duration, the patient¿s blood glucose rose to 938 mg/dl, and he became unresponsive. Emergency medical technicians removed the pods in the ambulance. Details regarding treatment provided during hospitalization were not reported. The patient was discharged on (B)(6) 2026.